Manufacturer narrative:
Device was received with missing segments/partial display due to cracked lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had vertical lines on the display. The customer¿s blood glucose level was 97 mg/dl at the time of the incident. The customer was also reported that small black squares within white screen were missing. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.